Event description:
It was reported that the patient experienced pain due to ipg migration. The patient underwent an ipg pocket revision procedure and was doing well postoperatively. No device was explanted.